Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her last blood glucose today was 58 mg/dl. Customer stated that she went to check her bolus history but she doesn't see the bolus. Customer stated that it is not constant and has happened several times. Customer stated that she had high blood glucose of 444 mg/dl yesterday. Customer stated that she treated and changed out the set. Customer stated that she took a shot yesterday and ended up with blood glucose of 38 mg/dl. Customer was assisted by her husband to get her blood glucose back up. Troubleshooting was performed and the insulin pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer was assisted with resetting the fixed prime.